Event description:
During a remote follow-up, an error message was observed on the device. Technical support was contacted and recommended an in clinic interrogation to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the patient was seen in clinic and the device was able to be successfully interrogated and programmed. No device malfunction was suspected. The patient was in stable condition.